Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that the premiere 90 electrode was not working during an unspecified surgical procedure. There was no delay in the surgery as a new was opened to complete the surgery; while the surgeon used a shaver instead. According to the report, before the surgeon went to use the vapr, the surgical tech noticed that the suction was not working properly. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary : the device was sent to the supplier for evaluation. The evaluation reports indicate: the active tip looks in an as expected used condition there is visible tissue debris in the tip suction path residue can be seen in the suction tubing the plug and enteral adaptor have been cut off electrical testing was performed and the hipot, active and return continuity tests passed. The capacitance test and functional tests couldn¿t be performed because the plug was cut off. Flow testing was performed and no fluid was able to flow through the device. A positive pressure test was performed on the device in an attempt to free the blockage. A combination of the positive pressure and vacuum removed the blockage. The blockage was found to be tissue debris at the tip. A subsequent flow test recorded a within specification value of 240.88ml/min. From the supplier investigation they were able to confirm the customer reported blocked suction issues with the returned electrode however no manufacturing defect was found and they have determined the root cause of the reported suction blockage to be normal procedural debris within the active tip which was removed during testing of the device. The product IFU cautions not to allow the electrode to become covered in tissue debris. This complaint can be confirmed. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The supplier has reviewed their complaints records over the last 12 months to assess the frequency of this defect and their analysis shows that the frequency of this occurrence is as anticipated in risk management document. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : a DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. PMA/510k: awareness date reported on follow up 1 report as october 24, 2019 but should have been december 03, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.